Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device

Event description:
It was reported that this right atrial (ra) lead delivered pacing to the ventricular chamber. Additionally, the lead was oversensing. The ra lead was repositioned by physician, and no additional adverse effects were noted. This ra lead remains in service.